Manufacturer narrative:
Initial.

Event description:
It was reported that during cartridge filling the aluminum top of an insulin cartridge split, insulin leaked, and the pump subsequently displayed an ¿unable to proceed. Insulin unavailable. Please check your cartridge¿ message; the user then replaced the cartridge and tubing, performed a rewind, reinstalled the cannula and cartridge, primed until a visible drip occurred at approximately 47 units, and delivered a small dose successfully after guidance to address probable air in the system. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery with new supplies and guidance. Investigation included technical troubleshooting over the phone, verification of priming volume adequacy, and user re-education on cartridge and tubing change procedures. Investigation of this case revealed that air introduction during a damaged cartridge fill caused the unavailable insulin alert and initial priming delay, which resolved with supply replacement and correct priming. It was concluded, based on previously established findings for similar reports, that user handling leading to air in the cartridge and tubing was the most likely cause.